Event description:
A health care professional (hcp) reported that the microscope head fell off yoke at dental yoke when assistant was cleaning the microscope. The assistant ended up catching it as it fell. No injuries were reported and no patient was involved.